Event description:
The patient contacted animas on (B)(6) 2011 to report that he was admitted to the hospital the evening prior for an elevated blood glucose (bg) of 592 mg/dl on admissions. The patient was treated with injections and his bg dropped. The patient's bg at time of call was 126 mg/dl. At the time of troubleshooting, the patient reported that on the afternoon of (B)(6), 2011 he obtained a low cartridge warning. At the time of the warning, the patient claimed he was at a lake and ran out of fast acting insulin. The patient claimed his bg went from 100 to 443 mg/dl when he returned home at midnight. Prior to the warning, the patient had last changed his site approximately 10 days prior. At the time of troubleshooting, the patient was instructed on changing site every 2-3 days. Although there is no indication the pump malfunctioned, this complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.